Event description:
It was reported that due to a cuff position adjustment the patient had his artificial urinary sphincter (aus) 3.5 cm cuff enlarged to a 4.0 cm cuff. Additional information was received that the cuff was not inflating properly so the physician decided to adjust the cuff position with a new one. It was also reported that the patient is now doing well.

Manufacturer narrative:
Returned product consisted of ams artificial urinary sphincter cuff. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak in the occlusive cuff shell that was the result of wear at a fold. The reported inflation issues were confirmed. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a cuff position adjustment the patient had his artificial urinary sphincter (aus) 3.5 cm cuff enlarged to a 4.0 cm cuff. Additional information was received that the cuff was not inflating properly so the physician decided to adjust the cuff position with a new one. It was also reported that the patient is now doing well.